Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, 30-degree endoscope plus image was flipped and had yellow tinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: all ports were placed laparoscopically before the endoscope was seated onto the arm/cannula for targeting. The vision issue did not result in patient injury. The endoscope was replaced before the case was truly started. Technical support engineer (tse) was contacted, and another endoscope was used to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message "endoscope image quality may deficient". Additional observation(s) not reported by site: the endoscope cable integrated connector was visually inspected and found with the pca board exhibited missing electrical contact(s). The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The focus of endoscope was tested on a system or equivalent and found fail the focus test. The endoscope failed focus at a working distance all distances on right eye. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with mechanical damage the scope¿s shaft. The endoscope was tested and placed on in-house system or equivalent for functional testing and was found to have a corrupted flash drive. The endoscope was tested and place on an in-house system for cable testing failed due to wpb defect. The complaint was confirmed by failure analysis. The probable root cause of the failed self test is attributed to a failing coaxial cable.